Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, due to cracks on the probe, therefore, inspection of output activation was not implemented. In addition, when the handle was closed, the probe and the grasping section were not properly engaged, and they did not close completely. The probe was bent upward. There was a crack 17 millimeters from the tip of the probe. Traces of contact with non-insulated parts were confirmed around the crack. There was a contact mark on the non-insulated of the grasping section indicating that the non-insulated area was in contact with the probe. The rear end of the tissue pad was severely worn out. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that the problem was likely due to following: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to severely wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing an ultrasonic level error. However, a definitive root cause could not be determined. The instruction manual provides the following about device proper usage: ¿¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of the customer, at the beginning of an operation an error of ultrasonic amplitude abnormality (u509) occurred with the thunderbeat. The device became unusable, and the therapeutic head and neck surgery was completed using a replacement device. There was a delay for device replacement, but no additional anesthesia was necessary for the patient. There was no report of patient harm associated with this event. During incoming inspection, there was severe wear of tissue pad. This medwatch is being submitted to capture the reportable malfunction found during evaluation.